Manufacturer narrative:
(B)(4).

Event description:
It was reported that a generator was opened but not used during a generator replacement surgery because the generator was defective. Patient was successfully implanted with another generator. Notes from the surgery were later received stating that the patient underwent generator replacement due to the implanted generator nearing end of service. There was no mention of the defective generator in the surgery notes. An implant card was later received for the patient's generator replacement surgery on (B)(6) 2015. Review of the available programming history for the patient's implant date showed that a model 104 sn (B)(4) was interrogated around the same time as the patient's newly implanted generator, indicating this device to be the opened but not used device. Shortly after this device was interrogated, a system diagnostic test was performed showing that the device reached end of service (eos). As a result, the surgeon chose to implant another device. It is likely that the device was thought to be defective as a result of the premature eos. System diagnostics on (B)(6) 2015 12:38 pm indicated that the device was functioning fine with impedance of 1385 ohms and 3.224v (ifi - no). Another system diagnostics was performed on (B)(6) 2015 12:43 pm showing impedance of 1385 ohms and 1.890 v (eos - yes, pulse disabled condition). Based on the drop in voltage over a short period of time, it is suspected that electromagnetic induction (emi) or electrostatic discharge (esd) transients lead to premature battery depletion. Premature battery depletion due to electromagnetic induction (emi) or electrostatic discharge (esd) transients is known and addressed in company labeling. Additional information was received that the suspect device was mentioned to be wasted because the device showed "end of service" message during surgery. It was also mentioned that the suspect device was likely discarded during surgery as the hospital did not have the suspect device anymore. Attempts for additional relevant information were unsuccessful.